Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving an nc sprinter balloon catheter in a non-tortuous, non-calcified lesion with 90% stenosis located in the distal right coronary artery (rca), it was reported that after the balloon was inflated, it could not achieve negative pressure. When attempting to withdraw the balloon, the tip of the balloon broke and could not be removed. The balloon body of the nc sprinter balloon was broken in the patient's coronary artery, and a cardiac surgical thoracotomy was planned for removal. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and restraightened during use. The detached portion of the device remained in the patient. The patient is alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented for myocardial infarction.

Manufacturer narrative:
Product analysis: images provided from the account confirm the presence of a diffusely diseased rca with the main lesion in the mid to distal vessel. The vessel was pre-dilated throughout the vessel, followed by deployment of a jacket of 3 stents from the proximal to the distal vessel. What appears to be the nc sprinter balloon was delivered to the distal part of the vessel distal to the most distal stent. This balloon did not deflate. The subsequent images show that the distal end of the balloon remains in the vessel but the previously deployed stent are severely deformed. Additional information: the vessel was narrow, non-tortuous, non-calcified diffused long lesion with 90% stenosis in the distal rca. The posterior branch of the left ventricle was occluded and there was a left side vessel for blood supply so the collateral circulation was there and then it was decided to do the ptca. A standard 4.0 guide wire was used to wire the rca with no issues and crossed smoothly. The lesion was predilated with a 2.5x15mm balloon. The first stent that was implanted was a long stent, 3.0x33mm. A second 3.5mm stent was carefully implanted. There was a 3mm overlap on the proximal end. A third stent was implanted, a 4.0x33mm. All stents were implanted smoothy and without issue. An nc sprinter was the first balloon used to attempt post dilation. The delivery of the nc sprinter was ok. Post dilation was planned from the distal to proximal end. As the distal stent was a 3.0mm stent, a 3.5mm balloon was selected for post dilation. The first attempt of the post dilation started at a very distal edge of the stent, however at first attempt post dilation was unsuccessful. The balloon was inflated at the distal segment to the side branch segment for post dilation at 10 atm. The dilation was insufficient. It was suggested that the balloon did not feel good and it was likely the balloon only half inflated. The balloon was therefore inflated twice. Deflation was attempted repeatedly but the balloon failed to deflate and there was no deflation. A 550mm empty syringe was used to try and create a vacuum, however the balloon did not deflate. An attempt was then made to slowly retract the balloon but this failed and the balloon became stuck. It could neither be pushed forward or retrieved back. Guidewires were used to try and deflate the balloon but these also failed. Eventually the catheter fractured/detached. One detached part was removed and the other part remained in the patient. The patient received a coronary bypass surgery in the anterior descending branch and the distal segment of the rca. The detached balloon, rod of the balloon system and the implanted stent were removed. After the subsequent surgical removal, it was found that the non-medtronic stent was damaged. The patient is currently recovering. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the procedure being performed was a percutaneous coronary stent implantation procedure. The patients condition was closely observed and the patient was transferred to another hospital for treatment. It was noted that it was after the stent was placed in the rca, when the nc sprinter balloon was attempted to be post dilated, that the device issues were encountered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two images were received. One image shows the label of the shelf carton with device details matching details in the complaint file. One image appears to show a detachment at the shaft, exposing the core wire. Detachment can be confirmed from the image provided. Additional information: inflation difficulties were noted during the first inflation. The pressure pump was pushed to 9 atm but the balloon inflated slowly. After the first balloon inflation it would not deflate under negative pressure. Negative pressure was observed for about 3 minutes without any deflation. The balloon failed to deflate. An inflation pressure of 9 atm was applied when the issues occurred but subsequent attempts were made to increase pressure to 10 atm. The device was not moved or repositioned while inflated. Resistance was noted during withdrawal of the device but excessive force was not used. The balloon tip including the balloon body separated from the balloon rod and was left in the patients coronary artery. The balloon rod and other parts were able to be removed. After the detachment, no further attempts were made to remove or fix it during this procedure to ensure patient safety. The detached portion of the de vice remained in the patient. Cardiac surgical thoracotomy was planned for removal. The thoracotomy surgery was completed in another hospital. The patient's vital signs were stable and the detached part which was broken in the patient's body was removed. It was not difficult to remove the protective sheath or packaging stylette. A 50:50 concentration of contrast/saline was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.